Event description:
An olympus field service engineer reported on behalf of the customer that the electrosurgical unit¿s power switch did not turn on. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: abnormal sound coming from equipment due to faulty printed circuit board. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the equipment was not powering-on due to faulty converter unit. And abnormal sound was coming from equipment due to faulty printed circuit board. Additionally, there was dust found inside of the device and the front panel packing was found damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a faulty high frequency printed circuit board. Olympus will continue to monitor field performance for this device.